Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose was 123 mg/dl. The distributor received the pump for investigation and was unable to duplicate the error.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.